Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.

Event description:
Device malfunction: premature, partial deployment. Time of malfunction: during guidewire insertion. Symptoms/ae: na. It was reported that during insertion, as the xceed stent delivery system (sds) was being backloaded on the guide wire, it was noticed that the stent was prematurely, partially deployed. This occurred outside of the anatomy and there was no pt involvement. Though requested, no additional info was provided.